Manufacturer narrative:
The reported event of high lead impedance and alleged header anomaly could not be reproduced in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
Additional information : b5 additional information: h6

Event description:
New information notes that the physician noted there was not any apparent evidence of lead malfunction alleged during the generator change performed on (B)(6)2021 along with additional malfunction of diminished r-waves on the lead, and that the physician had alleged a header malfunction on the implantable cardioverter defibrillator.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomaly was detected.

Event description:
Related manufacturer reference number: 2938836-2020-01854. It was reported that the patient presented for a lead revision and generator change. The patient has a history of abnormal high impedance on the right ventricular pace/sense portion of the lead. The physician felt like the issue was with the pacemakers and not the lead. During the procedure, the pace/ sense impedance on the chronic generator and the lead were checked multiple times and impedance was noted to be high and varying. The lead was then checked through the psa and the lead impedance was consistently stable. The lead was then connected to the new generator and impedance checks were performed at least 30 times. The lead impedance was consistently stable. The new generator was implanted into the pocket and the incision closed. The patient tolerated the procedure well.